Event description:
It was reported that balloon slow deflation and removal difficulties were encountered. The stenosed target lesion was located in celiac artery. A 7.0mmx19mmx150cm express sd renal/biliary stent was deployed successfully for treatment. However, the stent balloon would not fully deflate making it difficult to withdraw the balloon. Every normal technique was made including pulling negative pressure with a syringe. The .018 wire, sheath, and the partially inflated balloon were removed as one. The patient did not experience any symptoms while the balloon remained inflated when removed. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is stretched in multiple locations. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon slow deflation and removal difficulties were encountered. The stenosed target lesion was located in celiac artery. A 7.0mmx19mmx150cm express sd renal/biliary stent was deployed successfully for treatment. However, the stent balloon would not fully deflate making it difficult to withdraw the balloon. Every normal technique was made including pulling negative pressure with a syringe. The .018 wire, sheath, and the partially inflated balloon were removed as one. The patient did not experience any symptoms while the balloon remained inflated when removed. The procedure was completed successfully. No patient complications were reported.